Event description:
Customer reported that unit shut down during use with no audible or visual alarms. There was no pt or user injury as a result of the reported malfunction. The customer verified that both the internal and power loss batteries were completely depleted and the device was unable to sustain an audible alarm during a simulated power loss condition. During inspection of the device it was found that the internal battery was 4 years overdue for replacement, indicating the device had not been properly maintained. A mallinckrodt svc rep inspected the device and confirmed the findings of the customer.